Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced myocardial infarction. After ablating the left sided veins, the farawave pfa catheter had issues with spline bunching in the right superior pulmonary vein (rspv). Two splines were stuck together even after different manipulation methods to get them separated. The physician decided to remove the catheter from the patient to manually correct the splines and found the two splines could not be physically separated. The catheter was replaced. During the aspiration of the faradrive sheath, numerous bubbles were detected, likely due to a leaky valve. Consequently, a new faradrive sheath was prepared. During this preparation, the patients heart rate dropped below 40, and st elevation was noted by the physician. An angiography was attempted, but the physician was unable to cannulate the lca. The transient stemi required no further intervention. The pulsed field ablation (pfa) procedure of the pulmonary vein was successfully completed using the new faradrive sheath and farawave catheter. The patient is expected to fully recover. The device is expected to be returned for analysis.

Manufacturer narrative:
Correction to section e1 initial reporter phone and e1 initial reporter email. Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection revealed that one of the splines in the distal cage was still inverted. Media was also provided for investigation, and it is possible to confirm the reported allegation. Based on the information provided, the reported event of myocardial infarction, st segment elevation and bradycardia are a known inherent risk of the farawave device. Myocardial infarction, st segment elevation and bradycardia are expected procedural complication addressed within the IFU for the farawave.

Event description:
It was reported that the patient experienced myocardial infarction. After ablating the left sided veins, the farawave pfa catheter had issues with spline bunching in the right superior pulmonary vein (rspv). Two splines were stuck together even after different manipulation methods to get them separated. The physician decided to remove the catheter from the patient to manually correct the splines and found the two splines could not be physically separated. The catheter was replaced. During the aspiration of the faradrive sheath, numerous bubbles were detected, likely due to a leaky valve. Consequently, a new faradrive sheath was prepared. During this preparation, the patients heart rate dropped below 40, and st elevation was noted by the physician. An angiography was attempted, but the physician was unable to cannulate the lca. The transient stemi required no further intervention. The pulsed field ablation (pfa) procedure of the pulmonary vein was successfully completed using the new faradrive sheath and farawave catheter. The patient is expected to fully recover. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection revealed that one of the splines in the distal cage was still inverted. Media was also provided for investigation, and it is possible to confirm the reported allegation. Based on the information provided, the reported event of myocardial infarction, st segment elevation and bradycardia are a known inherent risk of the farawave device. Myocardial infarction, st segment elevation and bradycardia are expected procedural complication addressed within the IFU for the farawave.

Event description:
It was reported that the patient experienced myocardial infarction. After ablating the left sided veins, the farawave pfa catheter had issues with spline bunching in the right superior pulmonary vein (rspv). Two splines were stuck together even after different manipulation methods to get them separated. The physician decided to remove the catheter from the patient to manually correct the splines and found the two splines could not be physically separated. The catheter was replaced. During the aspiration of the faradrive sheath, numerous bubbles were detected, likely due to a leaky valve. Consequently, a new faradrive sheath was prepared. During this preparation, the patients heart rate dropped below 40, and st elevation was noted by the physician. An angiography was attempted, but the physician was unable to cannulate the lca. The transient stemi required no further intervention. The pulsed field ablation (pfa) procedure of the pulmonary vein was successfully completed using the new faradrive sheath and farawave catheter. The patient is expected to fully recover. The device was received for analysis.